Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-03224. It was reported that scs system was autoreducing and patient lost effective therapy. System diagnostics recorded high impedances on both leads. Surgical intervention may take place to address the issue,

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The stimulation decreases by itself. Case was aborted due to unsuccessful lead advancement in epidural space. Physician could not advance leads in correct anatomical space. All equipment was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted. Additional surgical intervention may take place to address the issue.